Event description:
Additional information received from the representative reported the device had been explanted.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient complained of heat and uncomfortable hot feeling radiating from the implantable neurostimulator (ins) and traveling down their right leg. The ins was implanted on the right hand side of the patient above the hip in the stomach area. The issue only occurred when stimulation was turned on. No falls or trauma were reported. The spinal cord stimulation system was implanted to stimulate the hand, lower back, and lumbar area on the patient's left side and stimulation was working as desired. An examination by the hcp, including scans and x-rays, confirmed the leads were in place and all of the components appeared physically fine. Impedances were tested and they were all clear. Different programming settings were tried for over two weeks. The manufacturing representative was waiting to hear back from patient after they were offered a chance to replace the ins. The issue had not been resolved.

Event description:
Additional information received from the representative reported the device was still in the patient.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (via the manufacturer representative) reported that the ins explant date was in early (B)(6).

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.